Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, r-wave variability was observed. The patient had a chest x-ray done, but it had not been reviewed to determine further action.

Manufacturer narrative:
(B)(4).